Event description:
During an esophagus procedure, the blade tip broke off the instrument. The tip of the blade was retrieved through the trocar. Another device was used to complete the procedure with no patient consequence.